Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient was using a betabionics ilet pump at the time of the event. On (B)(6) 2026, the patient reported that while driving to work, her cgm displayed approximately 200 mg/dl. During this time, she experienced an anxiety attack accompanied by chest pain and pulled over at a gas station, where she called 911. Upon arrival, emergency medical services (ems) obtained a fingerstick blood glucose (fsbg) reading of 580 mg/dl, while the cgm displayed 270 mg/dl. No medication was administered by ems, and the patient was transported to the emergency room (ER). The patient reported no symptoms of hyperglycemia at that time and attributed her condition to the anxiety episode. At the ER, both glucose levels and clinical status were reassessed; however, the patient does not recall the cgm or fsbg values due to ongoing chest pain and anxiety. Her cgm and insulin pump were removed, and she was diagnosed with diabetic ketoacidosis (dka). The patient was admitted to the intensive care unit (ICU) and started on an insulin intravenous (IV) drip. Blood glucose was monitored hourly, with initial readings around 300 mg/dl, followed by a gradual decrease. At approximately 01:00 am on friday on (B)(6) 2026, the patient was transferred to a stepdown unit and discharged later that same day. The patient reported doing well following the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.